Event description:
A customer reported to bsc that a pt (age andd gender unk) underwent a therapeutic ercp in 2006. It was reported that during the procedure, the cut wire broke and some bleeding was noted which they were able to stop (treatment modality is unk). A magnetic resonance cholangiopancreatography (mrcp) was done next day which showed the ercp had been successfully completed. It was reported the pt is stable.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unk. This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship this device and the cause of this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.